Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
This event is reportable based on analysis completed on (B)(6) 2012. It was reported that the catheter was defective. There were no adverse consequences to the patient.